Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of the study "performance characteristics of six intact parathyroid hormone assays", and a review of labeling. Tracking and trending identified no atypical complaint activity. Labeling was reviewed and found to be adequate. The performance study found good correlation between the architect ipth and comparative methods. No product deficiency or malfunction was identified. This event was originally reported in manufacturer report number 3002809144-2014-00003.

Event description:
The customer reported a falsely elevated architect ipth assay result. A value of 131 ng/l was generated on an architect i2000 analyzer. The sample generated a result of 89 pg/ml on the beckman dxi platform. No suspect results were reported outside the laboratory and there was no adverse impact to patient management reported.